Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Event 1 of 3. 1) (B)(4): customer called tsc to report upon performing manual immediate spin crossmatch test with iqmh proficiency sample on mts buffered gel card lot#101217004-01 exp: 04 sept 2018. Customer reported false negative result to proficiency supplier. Customer reports qc not affected using ortho confidence kit and patient samples not affected. Customer reports facility failed proficiency sample as results shown they should have reported 2+ pos result. Issue started on: (B)(6) 2018. Frequency: 1x sample ID: iqmh proficiency. Reaction grade obtained: neg test repeated: yes. Result obtained by repeating: neg. Method used to repeat: manual gel. Customer reports storing and testing mts gel cards according to IFU. Customer testing with mts diluent 2+. Customer reports testing proficiency sample as soon as received. Detail any maintenance failure or maintenance inadequately performed that would be relevant for the issue: up to date. Tsc discussed with customer red cell suspension concentration may have been incorrectly low, therefore, not exposing enough antigen sites to antibody in proficiency sample. The customer was content with discussion. Customer believes issue is sample related. Customer confident in mts buffer gel product as qc not affected and patient samples not affected. 2) (B)(4): customer reporting one event of false negative reaction for immediate spin crossmatch using mts buffered gel card lot#101217004-01 and iqmh proficiency sample. According to customer proficiency testing for is crossmatch - iqmh (B)(6) 2018 survey was performed on (B)(6) 2018. Donor sample was group a and patient's sample was group a with a1-positive plasma. With immediate spin cross-match result was negative. Customer reported negative to center for proficiency testing. Review of summary report from center for proficiency, indicated the sample (B)(6) for immediate spin cross match should have been "incompatible" or positive. According to customer, proficiency sample was initially tested on 6/1/18, using mts buffered gel cards and mts diluent 2+. Daily qc was performed and acceptable. Cards and diluent passed pre-inspection. Mts diluent 2+ all testing was performed using manual gel. Customer does not have a1-lectin at facility issue started on: (B)(6) 2018 - reported 7-20-2018. Frequency: one sample. Proficiency. Methodology used: manual gel. 3) (B)(4): customer reporting one event of false negative reaction for immediate spin cross using mts buffered gel card and iqmh proficiency sample. According to the customer, iqmh sample (B)(6) was crossmatched using mts buffered gel cards lot # 101217004-01 with donor sample of group a and patient's sample of a1-positive plasma. With immediate spin, crossmatch result was negative. Customer reported negative to center for proficiency testing. Review of the summary report from center for proficiency indicated the sample (B)(6) for immediate spin crossmatch should have been "incompatible" or positive. According to the customer, proficiency sample was initially tested on (B)(6) 2018, using buffered gel cards and mts diluent 2+ daily qc was performed and acceptable. Cards and diluent passed pre-inspection. Customer further added that sites that performed is cross match using tube method, saw the expected positive reaction. The customer also stated that survey summary showed approximately 19% of facilities failed the is-crossmatch using this proficiency sample ((B)(6)). Issue started on: (B)(6) 2018 reported 7/19/2018. Sample (B)(6). Methodology used: manual gel. Incubation time (for manual test only): immediate spin. Reaction grade obtained: negative. Customer was expecting: positive. Test repeated: according to customer upon receiving summary of report from center for proficiency testing, is crossmatch was repeated using the same method- same result achieved of negative. Qc type: qc passed on day of use. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU.